Event description:
It was reported the safire ablation catheter showed signs of charring after and ablation procedure. The ablation procedure was performed with a stockert ep-shuttle generator operating at 50 watts and 55 degrees celsius. Upon removing the catheter tip char was noted. The catheter was replaced and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - visual inspection revealed charring on the tip electrode. The catheter was able to deflect in both directions when actuating the steering mechanism. The catheter successfully attached to an sjm extension cable, which was used during testing. Electrical testing was performed for shorts and opens, which confirmed stable readings within range. The temperature response was checked at three settings using a calibrated system. The temperature response of the thermistor and thermocouple were tested at three temperature settings and were within specification. The electrical functional and deflection of the catheter were tested and determined to be within specification. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.